Event description:
Procedure type: stress urinary incontinence. According to the reporter: the patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received: summary of facts - what was the indication for implantation of transvaginal mesh in this patient? Stress urinary incontinence. What were the postoperative complications that this patient developed following transvaginal placement of surgical mesh? On (B)(6) 2002: underwent uretex transvaginal sling procedure. Complications post uretex placement: as per pfs, ¿outcome attributed to the device includes: pain, infection, urinary problems.¿ following mesh revision did the patient present with serious complications, which required additional surgeries? No. As per the available records, patient did not undergo any mesh revision surgery.